Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial system implant. During the procedure, the right atrial lead was placed. As additional leads were placed, the right atrial lead became dislodged. The lead was attempted to be repositioned however the stylet was unable to be inserted. The lead was removed and replaced. The patient was stable throughout.